Manufacturer narrative:
No product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient was experiencing pain. It was determined that the mesh was going to be explanted. During the procedure, it was reported that the ring was "broken" in two different places. There was no bowel or abdominal injury.